Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot number, expiration date, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer identified falsely positive alinity m resp-4-plex results for 129 patients in the time frame between (B)(6) 2021 to (B)(6) 2022. The customer noted that the samples showed late amplifications with the rsv target (ranging 25.78 to 41.97 CT (cycle threshold); interpretation rsv positive), and when repeated with a different assay (allplex rp seegene) were negative. Differences in assay sensitivities as well as low viral loads and limit of detection were discussed with the customer. No impact to patient management was reported. This incident is being reported to FDA because the incident occurred in france using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: the customer data review for the reported false positive samples was performed. The runs which involved the discrepant result were valid and met assay specification requirements. There were neither error codes nor flags associated with the assay controls. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lots 522687, 524960, 525309, 525460, 525766, 527142 are performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the reported discrepant result were analyzed and did not appear abnormal. Quality data review: device history record (DHR) / batch record review: the DHR review for alinity m resp-4-plex amp kit (list 09n79-090) lot 522687, 524960, 525309, 525460, 525766, 527142 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. Corrective action preventative action (CAPA) / non-conformance (nc) review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lots 522687, 524960, 525309, 525460, 525766, and 527142 (including the components) was performed to identify any records that were potentially related to the reported complaint. A product deficiency was not identified in this review. Complaint history review: a lot specific complaint history review was performed to identify related complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lots 522687, 524960, 525309, 525460, 525766, and 527142. A product deficiency was not identified by this review. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lots 522687, 524960, 525309, 525460, 525766, and 527142 was not identified.

Manufacturer narrative:
This submission was previously sent on 21 sep 2022 via 3005248192-2022-00696 follow up 01 (ci1663778933202.3248335) however acks 2 and 3 have not been recieved. Esg helpdesk has been contacted on 23 sep and 29 sep, however has not provided acks 2 or 3. On attempt to resubmit follow up 01 an error message was recieved (error: duplicate report is found for this supplement report) and therefore this follow-up report (02) is being sent with no change in content from follow-up 01 to ensure delivery. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review the customer data review for the reported false positive samples was performed. The runs which involved the discrepant result were valid and met assay specification requirements. There were neither error codes nor flags associated with the assay controls. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lots 522687, 524960, 525309, 525460, 525766, 527142 are performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the reported discrepant result were analyzed and did not appear abnormal. Quality data review device history record (DHR) / batch record review: the DHR review for alinity m resp-4-plex amp kit (list 09n79-090) lot 522687, 524960, 525309, 525460, 525766, 527142 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. Corrective action preventative action (CAPA) / non-conformance (nc) review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lots 522687, 524960, 525309, 525460, 525766, and 527142 (including the components) was performed to identify any records that were potentially related to the reported complaint. A product deficiency was not identified in this review. Complaint history review a lot specific complaint history review was performed to identify related complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lots 522687, 524960, 525309, 525460, 525766, and 527142. A product deficiency was not identified by this review. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lots 522687, 524960, 525309, 525460, 525766, and 527142 was not identified.